Event description:
When the device was used during an unk procedure, after firing, it could not be pulled out. A staple remained inside of the main body of the instrument. There was no pt consequence reported.